Manufacturer narrative:
The reported event of erosion was not confirmed. The product was returned for analysis. Analysis found no anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with pulse generator pocket erosion. Pacing lead extrusion was noted at point of erosion. The extruded lead could not be identified. Normal device function was noted. The system was prophylactically removed. No infection was noted during the case so re-implantation of a new system on the contralateral side was concomitantly performed. Patient was stable and was discharged. Related manufacturer reference number: 2017865-2020-03037. Related manufacturer reference number: 2017865-2020-03039. Related manufacturer reference number: 2017865-2020-03046.